Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 200 ohms. This rv lead is a chronic implant that used to be implanted as part of an abdominal system prior to being adapted to the current system. Recently, noise has also been observed on this rv lead. The noise has been oversensed but has not impacted pacing therapy due to the patient's intrinsic rhythm. The physician has elected to continue monitoring the system via the remote monitoring system. This rv lead remains in service. No adverse patient effects were reported.